Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the patient with ventricular tachycardia was shocked into ventricular fibrillation during cardioversion procedure. A subsequent shock put the patient rhythm back into a sinus rhythm. The patient was a (B)(6)-year-old male and weighed (B)(6).

Event description:
A customer contacted stryker to report that the patient with ventricular tachycardia was shocked into ventricular fibrillation during cardioversion procedure. A subsequent shock put the patient rhythm back into a sinus rhythm. The patient was a 65-year-old male and weighed 109kg.

Manufacturer narrative:
Stryker performed a clinical review and it was determined that the device use to the patient outcome is not known. There was no pco file contained in the complaint to determine if the patient was in a shockable rhythm or not.

Event description:
A customer contacted stryker to report that the patient with ventricular tachycardia was shocked into ventricular fibrillation during cardioversion procedure. A subsequent shock put the patient rhythm back into a sinus rhythm. The patient was a 65-year-old male and weighed 109kg.

Manufacturer narrative:
No root cause could be established due to the case no longer being on the device. Section b1, adverse event/product problem of the supp medwatch (001) report indicates product problem section b1, adverse event/product problem of the supp medwatch (001) report should indicate adverse event section b2, outcomes attributed to ae of the supp medwatch (001) report indicates blank section b2, outcomes attributed to ae of the supp medwatch (001) report should indicate other serious (important medical events) section h1, type of reportable event of the supp medwatch (001) report indicates malfunction section h1, type of reportable event of the supp medwatch (001) report should indicate serious injury